Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter separation at the hub was confirmed and the cause appeared to be use related. The product returned for evaluation was a 6.6fr broviac catheter segment. The catheter had been cut within the intermediate tubing and print wear was observed on the clamping oversleeve. Gross visual evaluation confirmed that the clamping oversleeve had separated from the luer hub; however, the underlying catheter remained attached to the luer stem. Further examination of luer crimping showed that the crimp connecting the catheter and luer hub had been formed appropriately and at the correct location of the catheter. Tactile evaluation of the catheter revealed extreme tensile weakness on the underlying catheter (portion which remained fixed to the luer stem) and additional tensile weakness on the clamping oversleeve in the region proximal to the clamp. No potential manufacture damage, defect, or deformity was observed and the observed tensile strength loss was characteristic of a tensile event between the luer hub and catheter clamp. This evidence made it likely that the catheter was inadvertently caught on an object and pulled to the point of separation between the luer hub and clamping oversleeve.

Event description:
Catheter reportedly broken at the hub. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned, at this time.

Event description:
Catheter reportedly broken at the hub. No patient injury was reported.